Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms and excessive no delivery alarms noted. Insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. Insulin pump passed displacement test, prime test and excessive no delivery test. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error during several bolus attempts. The blood glucose reading was 90mg/dl. No significant events leading to the alarm were observed. The customer stated that she had gone to deliver a dual wave bolus, but she received a no delivery alarm, so she changed the infusion set. She advised that the no delivery alarm had been resolved by the infusion set change. The button error alarm occurred afterward. She stated that she would like to return the reservoir and infusion set for analysis. Advised replacement of the insulin pump. Nothing further reported.